Manufacturer narrative:
Evaluation summary: it is most likely that the m/l taper femoral stem did not contribute to the alleged event of acetabular component loosening and pain. The device was unavailable for analysis, and the device condition is unknown. The surgical notes from the primary surgery are unavailable, and it is unknown if the stem was implanted with the correct orientation and correct fit as per the surgical technique. X-ray images post-primary surgery and from successive patient visits are unavailable. The instruments used in the primary surgery are also unknown. The patient age, height, weight, and activity level are unknown. Factors which may contribute to acetabular loosening pertaining to m/l taper stem may be one or a combination of the following mechanisms: improper offset, misalignment of femoral stem, extent of mating connectivity between stem/head interface, impingement, or patient activity post-surgery. However, a definitive cause can not be conclusively determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported by the patient that the device was implanted in 2007, and that post-op, he experienced pain. The surgeon has recommended a revision procedure, which is scheduled for 2009.